Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #pli 10, 20, 30, 40: evaluation determined that investigation is needed because it was reported that there was high impedance, there was a loss of stimulation, and they could hardly feel it where they previously did. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the high impedance, loss of stimulation, and not feeling stimulation where they previously did is unknown. New leads were placed and this is resolved the issues. Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2013 product type lead product ID 3778-45 lot# serial# (B)(6) implanted: (B)(6) 2013 product type lead product ID 387460 lot# va04mlb implanted: (B)(6) 2013 product type screening device product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2013 product type lead product ID 3778-45 lot# serial# (B)(6) implanted: (B)(6) 2013 product type lead product ID 387460 lot# va04mlb implanted:(B)(6) 2013 product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) on (B)(6) 2022. Patient (pt) mentioned the mayo clinic took the lead wires out and replaced them 4 years ago because the leads were frayed. Pt was asked about circumstances behind leads being taken out, but the pt just said the wires were frayed. Patient services specialist documenting reported event.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had been on high density programming for several weeks for pancreatic pain and had gotten great relief. It was noted the patient used to charge every two days and the device would be below 50% but within the last week they were charging every four days and their pain relief had decreased. The representative stated the patient had been charging at about 25% before and are still keeping that practice and had additional stresses that may be contributing to the issue and pain pattern change. The representative did an impedance check at .7v and one contact was over 10000 and again at 3v and the contact was over 40000 while the rest were between 1900-2800 ohms the first time and 2047-3062 ohms the second. It was mentioned that the high impedance electrode wasn't being used in programming and the patient used to feel stimulation around 7v but during programming they weren't feeling it even when turned up to 9v. Recharge statistics showed the patient typically had full coupling and charged for two hours every 2.3 days. Further information received from the representative reported that after reprogramming a second electrode was found to be high and further reprogramming that didn't use that electrode caused the patient to feel stimulation in the targeted area. Additional information received from the consumer reported that he had a return of pain over the weekend and noticed a change in the recharge frequency so he met with a representative. Imaging was done that verified the leads had not moved. The patient stated with the new programming on low density settings he could hardly feel it on levels that used to be high at 4.8v and due to the lead location some lead positions were not useful in programming. No further complications were anticipated.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted:(B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID 387460, lot# va04mlb, implanted: (B)(6) 2013, explanted: (B)(6) 2017.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturer's representative (rep).the patient had impedances in the 2000-2500 range. The group measurement was bipolar pair with 2500 and multiple electrodes, 2 anodes and 2 cathodes at 1000 ohms. Palpating the pocket provided intermittent shocking. The amplitude was changed from 4 to 7 volts. It was reported that the patient came to the clinic complaining that the therapy was not effective, as it was shocking them and would not hold a charge. There was reprogramming done and impedance was performed. Two electrodes were out of range and the rest were high around 2000. The leads were tested outside the battery with the same results. The physician chose to replace the leads with new leads. The issues were resolved at that time.